Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the drive support cap appears to be normal. Customer did not report an e70 alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.